Event description:
It was reported that during a transfer of a pt the strap collapsed and the pt fell down on the bed 50 cm. It was reported that no injuries were sustained.

Event description:
It was reported that during a bariatric procedure, the cartridge fell out of the device. The cartridge was able to be retrieved through the trocar. Another reload was used to complete the procedure. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement. The long60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reload was loaded on the device without any difficulties noted and did not fell out during functional testing.